Event description:
We purchased a spacer - brand name - "optihaler" made by respironics. After a few days of using the device, I became concerned about whether we were using it properly. I noticed there is an inner chamber that can be removed. It was not clear from the product directions whether the inner chamber was supposed to be in the device during use, or removed during use. The inner chamber can be used to store the mdi canister, making the device and canister easily portable. It is not clear from the directions whether the purpose of the inner chamber is solely to hold the canister during transport, or whether it serves a dual purpose- as a functional part of the drug dispensing system. As a mother with 3 children, all of whom are asthmatic, I carefully studied the directions, and realized they were not at all clear on this point. I called the company a few days ago at the number listed on the directions. I spoke with a respiratory specialist. He said, the inner chamber should definitely be removed during use. I was still not sure this was correct, so I asked to speak with the product engineer who designed the device. He told me he was leaving a message for the product manager. I have not yet heard from that person. After experimenting with the device, I concluded that likely the inner chamber is supposed to be left inside- otherwise the "end cap" will not move into 2 positions during use, as described in the directions. I am concerned that other consumers will not understand the proper use of the device. As I told dr - this device is for treating asthma. If used improperly over weeks or months, health could be compromised and lives put at risk. As a consumer I would like to see corrected instructions distributed to consumers who have already purchased the product, and also distributed with new sales of the product.